Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot/batch# were not provided by the healthcare facility. Section g4: no 510(k) number was included due to the subject device being a class 1 device therefore, exempt from PMA pathway to regulatory approval. Method: the subject bc161 bubble CPAP system was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photographs and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the CPAP probe stick of the bc161 bubble CPAP system was loose and found at a deeper level than what was intended, delivering a higher level of CPAP. There were no patient consequences reported by the healthcare facility. Visual inspection of the provided photographs were unable to confirm the reported malfunction. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. We note that there is a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh2o, and that a pressure manifold is used with the breathing circuit, to reduce the risk of unsafe circuit pressure. F&p is currently undergoing a failure investigation to determine the possible cause of the probe loose. All bc161 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. Our user instructions which accompany the bc161 bubble CPAP system state: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Ensure that the humidifier and bubble CPAP generator are mounted below the patient." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize air leaks in the system and at the patient."

Event description:
A healthcare facility in indiana reported via a fisher & paykel healthcare (f&p) field representative that the pressure stick of the bc161 bubble CPAP system would not stay in place during patient use, and was found delivering a higher level of CPAP then what was ordered. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in indiana reported via a fisher & paykel healthcare (f&p) field representative that the pressure stick of the bc161 bubble CPAP system would not stay in place during patient use, and was found delivering a higher level of CPAP then what was ordered. There were no reported patient consequences.